Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected pump error or defect noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 25 mmol/l at the time of incident and other value was 17.3 mmol/l. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting and positive result in the ketone. Customer stated auto mode feature was not active. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. The insulin pump will returned for analysis.